Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -12.50/+3.0/092 (sphere/cylinder/axis), into the patient's left eye (os), on (B)(6) 2021. The lens was removed on (B)(6) 2022 due to lens rotation not associated to a low vault. The lens was replaced with another same model/length but different diopter lens and the problem was resolved.

Manufacturer narrative:
B5 - the lens was exchanged on (B)(6) 2022 due to refractive surprise with same model/length but different diopter lens and the problem was resolved. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found the lens optic split and the haptic torn and broken. Overall length (diameter) verification was performed and the lens was found to be in specification. Unable to perform width inspection due to damaged state of lens. Claim#: (B)(4).